Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent/kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 334 mg/dl while wearing the pod between 4 and 24 hours on the hips/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was reported bent/kinked. As treatment, manual injection was administered of 18 units was given.